Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter displayed the "apply sample" icon. When the patient did a blood and control solution test, the sample did not automatically draw into the reaction cell. The meter then displayed the "apply sample" icon. He did not experience any symptoms at the time of testing and contacted his md because he was unable to test. Md increased the patient's oral medication and was not tested on another device. The technique of applying blood on the test strip was done properly. Customer service was unable to resolve the issue and sent the patient a new meter and test strips. This case is being reported as a malfunction, since the issue was not resolved.